Manufacturer narrative:
Investigation summary investigation selection investigation site: (B)(4). Adverse event (no reported product problem). The complained device shows several mechanical damages on the surface. The anodized color has disappeared completely in some damaged areas showing that the screw is in a used condition. Our investigation has shown that the complaint condition for received device is confirmed as it was found in a used condition. As indicated in the complaint condition no product problem was identified. Nevertheless a review of the device history record was performed and revealed that no complaint related anomalies could be found. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part number: 04.038.200s, lot number: h253729, part manufacturing date: 11 january 2017, manufacturing site: (B)(4), part expiration date: 01 december 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h253729 of tfna fenestrated screws was processed through the normal manufacturing and inspection operations. A review of the raw material device history record(s) determined the raw material met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Patient¿s weight was not provided for reporting. Date of event is unknown. Additional device product code: ktt. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on an unknown date. On (B)(6) 2018, patient underwent surgery for removal of left femoral nail due to irritation of the soft tissue. As per the x-rays taken pre-operative and post-operative, the implants appeared to be fully intact. During the removal surgery, the nail could not be removed and remained in the patient. There was 15 minutes of surgical delay. Patient outcome is unknown. This (B)(4) captures the post-operative irritation of soft tissue that required removal surgery. (B)(4) captures intra-operative event occurred during the removal surgery. This report is for one (1) tfna fenestrated screw 100mm ¿ sterile. This is report 1 of 3 for (B)(4).